Manufacturer narrative:
Additional information was provided by the clinical specialist indicating that there were high watt alarms associated with the event. Is was also noted that "pump thrombus is not visible by x ray." Patient received "50mcg lysis and was doing fine." Patient remains hospitalized. Heartware will submit a supplemental report when new information becomes available.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Log file analysis review date: (B)(4) 2015; log dates through (B)(4) 2015: power consumption above normal operating range. Additional notes: 33 high watt alarms have been logged since (B)(4) 2015. A rise in power consumption has been logged starting (B)(4) 2015 to a peak of 6.8 w on (B)(4) 2015 outside of normal power consumption. Log file analysis review date: (B)(4) 2015; log dates through (B)(4) 2015: normal power consumption. Additional notes: current parameters have returned to power consumption within normal operation. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from (B)(6) by the vad coordinator that the "patient came in on event day, with tea colored urine, skin color slightly yellow." It was stated that patient received "lysis with 50mg of atp, and that atp was successful." It was further stated that log files were sent pre and post lysis treatment.

Manufacturer narrative:
Log file analysis: a review of the controller log files associated with the event captured in (B)(4) confirmed the high watts alarms. A rise in power consumption has been logged starting (B)(6) 2015 to a peak of 6.8w on (B)(6) 2015 outside of normal power consumption. 33 high watt alarms have been logged since (B)(6) 2015. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. The device, (B)(4), was not returned for analysis. With a review of the available information there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed to the patient outcome include the patient's medical history, comorbidities, and anticoagulation therapy. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed power consumption outside the normal operating range. The device is related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. The root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.